Manufacturer narrative:
One opened quick serter was inspected and tested. Serter failed per inspection found quick serter barrel walls with excessive glue from quick set tape.

Event description:
It was reported that the customer's blood glucose level was 498 mg/dl. The customer had a hard time removing his infusion set from his body. The quick release was not properly latched. The tape was also sticking to the insertion device. The product will return. Nothing further to report.

Manufacturer narrative:
Reference medwatch 2032227-2014-73576 for additional information. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.